Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011.according to the complainant, during the procedure, when attempting to deploy the stent, the guide catheter stretched and broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. Additionally, the patient anatomy was noted to be tortuous. The procedure was completed with another flexima biliary stent.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the device number or lot number. Therefore, the manufacture and expiration dates are unknown.(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.